Manufacturer narrative:
The device was not available for evaluation.

Event description:
It was reported that the patient underwent a posterior lumbar fusion surgery in (B)(6) 2008. The patient reported experiencing pain approximately 3 years post-operatively. Examination by x-ray found two broken pedicle screws. The surgeon reported a non-union at the operative level. Revision surgery was performed successfully.